Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided. Good faith effort attempts were made to try and retrieve product status and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left main (lm). A 3.00 x 38 mm synergy xd drug-eluting stent was advanced for treatment during a procedure. However, a part of the stent broke off while being utilized within the left main coronary artery. The stent had not been deployed at the time of the incident. The physician was able to safely retrieve the broken component. No additional information has been provided at this time.